Event description:
Feeding tube was placed in 2007; there were high residuals, so pt was switched to tpn. Ir was not notified until 4 weeks later that it was not working. Follow up CT at that time noted multiple fluid collections, gastrostomy in fluid collection anterior to stomach. The suture anchor appeared to loosen, allowing the stomach to move away from the abdominal wall. The feeding tube aspirated and brown fluid returned. The tube was removed and 3 pigtail drains placed with serious fluid from other sites.

Manufacturer narrative:
Eval: no product was returned to assist with our investigation. However, based on the info provided, it appears the sutures were not adequately secured during initial placement. Following introduction of the anchor, our instructions for use states "while maintaining traction on the suture anchor, suture the thread to the skin under slight traction." We will continue to monitor for similar situations.